Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage with moisture ingress) issue. It was reported that there was moisture behind the display and no power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1: date of submission: 21-dec-2017. Device evaluation: the device has been returned and evaluated by product analysis on 16-dec-2017 with the following findings: a review of the pump¿s black box data history showed an unexplained pump reboot event. During visual inspection of the pump, it was observed that the battery compartment had was cracked in two places and there was moisture corrosion in the compartment. There was also moisture observed behind the display lens. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. The test battery cap was able to fit the pump and maintain an electrical connection. The pump was exercised with a test battery cap for 24 hours with no power issues. The initial complaint about an ¿power¿ issue was not duplicated during investigation but the damaged and moisture allegation was confirmed. The pump cover was removed and there was no evidence of internal moisture or damage found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.